Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a subgroup 3 patient was admitted to the intensive care unit (ICU) due to a controller fault alarm with depleted internal battery. The controller was exchanged with no difficulties. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or service issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports and a damaged pin within power port one (1). The observed contamination and damaged pin are additional findings not related to the device. An internal inspection revealed a crack in the standoff post one (1) of the controller housing; this is an additional finding, not related to the reported event. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed three (3) low flow alarms logged since (B)(6)2024. This is an additional finding unrelated to the reported event. Log file analysis also revealed one controller fault alarm logged on (B)(6)2024 at 22:13:03 and multiple event exceptions logged since (B)(6)2024, indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Review of the alarm log file additionally revealed one (1) vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, logged on (B)(6)2024 at 10:28:51, likely due to the reported controller exchange. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the low flow finding. Based on the risk documentation and available information, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, and poor vad filling. Based on an investigation conducted under CAPA pr00592731, the most li kely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or service issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports and a damaged pin within power port one (1). The observed contamination and damaged pin are additional findings not related to the device. An internal inspection revealed a crack in the standoff post one (1) of the controller housing; this is an additional finding, not related to the reported event. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed three (3) low flow alarms logged since (B)(6)2024. This is an additional finding unrelated to the reported event. Log file analysis also revealed one controller fault alarm logged on (B)(6)2024 at 22:13:03 and multiple event exceptions logged since (B)(6)2024, indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Review of the alarm log file additionally revealed one (1) vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, logged on (B)(6)2024 at 10:28:51, likely due to the reported controller exchange. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the low flow finding. Based on the risk documentation and available information, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, and poor vad filling. Based on an investigation conducted under CAPA pr00592731, the most li kely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.